Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 20fr was used during a procedure performed on (B)(6) 2013. According to the complainant, during unpacking it was noted that the handle on the forceps were broken. The procedure was completed with new forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed one side of the handle to be broken between the hinge and finger ring. The fracture surfaces presented no voids in the material or other casting imperfections. The condition of the returned unit was consistent with the complaint incident that the hemostat broke. Based on the event description and physical examination of returned broken hemostats, there were no defects found that would have caused or contributed to the failure. Per the event information, the issue was noted during unpacking and outside the patient, therefore, the most probable root cause is handling damage. A device history review (DHR) revealed that there were no related issues to the reported complaint of lot numbers 16223778 and 16219683 .

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method 20fr was used during a procedure performed on (B)(6) 2013. According to the complainant, during unpacking it was noted that the handle on the forceps were broke. The procedure was completed with new forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.